Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that all lead impedances and amplitudes rose around the same time, which remained within range with the exception of the shock impedance. Ts provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.